Event description:
The event is reported as: complaint alleges that the heater was being used during the overheating of a circuit. Ventilator alarms occurred and the heater had to be removed from the pt when the circuit overheated. The circuit had been laid across the pts arm and the pt suffered a blister-like burn with no complications. The chief of respiratory therapy stated that he observed the circuit to have leaks and holes. It is uncertain at this time if the circuit was a teleflex medical manufactured circuit. Although the heater was not implicated directly; the hospital is returning the heater to be tested. Pt was discharged from the hospital and doing fine. Additional information and clarification requested regarding the complaint details.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.